Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and customer was thirsty. The customer stated that cannula may had come out and had 300 mg/dl blood glucose, they attempted to bolus and ended up above 600 mg/dl and treated with manual injection and current blood glucose was 370 mg/dl. The customer assisted with troubleshooting. Customer reports they did receive a sensor updating/sg not available alert. The insulin pump and reservoir will not be and sensor will be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was not using the auto mode feature on insulin pump at the time of event.